Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center image blacked out and was fuzzy. The issue occurred during a flexible cystoscopy procedure. The procedure was extended by approximately 30 minutes; however, no anesthesia was administered at the time of issue. The procedure was able to be completed with another device and there were no error messages because of the failure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, inspection result passed all tests, and no other abnormality was confirmed, therefore, cause could not be identified. In addition, although the procedure was delayed due to this issue, there was no health hazard to patient. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.